Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was extracted and replaced due to externalized conductors. Electrical function of the lead was tested and observed with no anomalies detected. Patient was stable before, during and after the procedure.